Event description:
Per the clinic, the patient experienced intermittencies followed by no sound with the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.